Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2440, awareness date 03-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2009. After essure placement the consumer immediately began having pain. Then she started having very heavy bleeding that would not stop. She had to get a hysterectomy and a transfusion to finally get relief. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and presented very heavy bleeding that would not stop. She had to have a hysterectomy and a transfusion to finally get relief. This event, seen as genital bleeding, is serious due to medical importance and required intervention and listed in the reference safety information for essure. Considering genital bleeding may occur during essure use and the implied temporal relationship, causality with suspect insert cannot be excluded and since interventions were required (hysterectomy and transfusion) this case is regarded as incident. Non-serious event was also informed. Based on the available information, there is no relationship between the reported events and a quality defect. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs